Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redp3030 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redp3030) have been reported from the same facility.

Event description:
It was reported that the tm was at a facility and they had two catheters that when they activated the needle, it did not retract. This caused them to pull the whole thing out and lose access. This report addresses the first device.